Event description:
It was reported that an unspecified amount of exactamix 2400 valve sets had large bubbles coming through. This was observed during compounding. The valve sets were swapped with a different lot to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between february 23-25, 2025. H11: the actual device was not available; however, three companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and bubbles were noted. The reported condition was verified on the companion sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.